Event description:
The customer initially called to get info on one of the insulin pump features. The customer then stated that she was treated by the paramedics for low blood glucose levels. The customer stated that she gave herself too much insulin by accident. The customer declined to troubleshoot the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.